Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported the sensor was working properly. The patient went to bed and the parent noticed that the sensor fell off. When they checked the sensor, the wire was missing. They touched it and felt the patient's skin and the patient said it felt tender so they brought the patient to the hospital. The doctor removed the wire by making an incision in the patient's skin. Lidocaine was used. The patient was discharged after an hour and half. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was very fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).